Manufacturer narrative:
The device is returned, and an evaluation completed for it. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. Error code e315 unsupported scope was evident on the screen when the device was connected to the test stack system. When the plug body was dismantled, the moisture indicator had been triggered turning pink after contact with fluid/moisture. The inner moisture indicator had also been activated and fluid droplets were evident. The plug body showed evidence of water ingress. Fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause of water ingress is during the manual leak check or cleaning process. An intermediate repair is required to return the instrument to the OEM specification. A comprehensive leakage check was completed, the device was not leaking the user¿s complaint was confirmed. Other observations for the device are light cover glasses adhesive, optical cover glass adhesive, and distal end adhesives are worn. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use when the device was plugged in the an e315 unsupported scope error message was received which is accompanied by no image. There is no patient involvement. Upon evaluation of the device, it was observed that the e315 unsupported scope error message was received. This is attributed to the water invasion of the video connector.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to an abnormality of electrical parts. As a result, the error message was displayed. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.